Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was available at this time.

Event description:
New information reported stated that the patient's cause of death was cardiovascular disease and pneumonia.

Manufacturer narrative:
(B)(4).